Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility reported that blood entered the extracorporeal circuit when the hemodialysis (hd) treatment was initiated, however, the dialyzer fibers remained white. Therefore, the complainant alleged that blood did not fill the dialyzer. The fresenius 5008 hd machine did not generate any alarms as a result of this incident. The extracorporeal circuit (bloodline and dialyzer) were discarded, and then the patient was re-setup on the same 5008 hd machine. The hd therapy was continued and completed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient's estimated blood loss (ebl) was noted as being approximately 150 milliliters (ml). The complaint device was not available to be returned to the manufacturer for evaluation.